Event description:
It was reported that upon 3 month post op x-ray a broken screw was discovered.

Manufacturer narrative:
Method: photographic inspection; device history review;results: the screw remains implanted with no plans for ex-plantation. Manufacturing records were reviewed and no issues were found. The possible causes may be a patient that is overactive. The stryker rep reported a patient that is moderately active.conclusion: the patient's lifestyle is the likely cause of the screw back out.

Event description:
It was reported that upon 3 month post op x-ray a broken screw was discovered.